Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device had been previously serviced by olympus therefore a service history review will replace DHR (device history record) review. A review of the previous service performed on this unit shows no abnormalities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device return was evaluated. Inspection and testing found the device failed the pb1 (plasma blend) test, below specifications due to faulty pkrf board. Review of fault log found no error. The identified unit was replaced and device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the failure observed was identified to be attributed to a faulty pkrf board. The root cause of the faulty pcb was due to electronic component failure. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
During an asset (demo) return inspection , the device failed the pb1 (plasma blend) testing, below specifications due to faulty pkrf board. No patient involvement, no user injury reported.